Event description:
Reportedly, pt expired approx after an implant duration of 0.03 mos (in 2007, after an implant date of the day before), due to cardiac failure.

Manufacturer narrative:
Device not returned.